Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right common femoral artery with a 6fr 45cm non-bsc sheath. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery (sfa). After non-bsc guide wire advanced to the lesion, predilatation was performed using 4mmx8cm non-bsc balloon catheter. A non-bsc stent was successfully deployed in the target lesion. Angiogram was performed to observed the lesion. Post dilation was performed using a 6.0mmx60mmx135cm (4f) sterling balloon catheter. During first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed . The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).